Manufacturer narrative:
The customer¿s stated issue of over infusion of vancomycin was not confirmed through review of the logs or through testing. Review of the pcu event log showed no obvious programming errors that would account for an over infusion. The device was programmed as reported by the customer and infused for more than an hour. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The customer did not return the administration set in use at the time of the event, therefore testing could not be performed on the set. The root cause of the customer¿s complaint was not definitively identified in this investigation, no device malfunction is believed to have occurred for the reported event.

Event description:
It was reported that a child¿s secondary infusion of vancomycin (110 ml vtbi) was expected to infuse over 1 hour and infused faster than expected in approximately 15 minutes on the pediatric intensive care unit. There was no patient harm. Although the pump was sequestered, the sets were discarded. Per a cdmsnet report from health canada which reported: ¿suspected over-infusion incident report: vancomycin IV was hung via piggy bag method via IV channel. Medication was programmed correctly (with volume 110 ml over 1 hour), however it infused much more quickly (the mini bag appeared almost finished after 15 mins of being hung). The IV channel was removed post administration. Lmbme investigation: root cause could not be determined. All tests on the pump have come back normal. The tubing was discarded from the incident. Lmbme could not rule out the following root causes: primary valve back-check valve failure (likely resulted in under-infusion), obstruction in door resulting in uncontrolled flow through pumping channel (over-infusion), tubing dimensional defect resulting in uncontrolled flow through pumping channel (over-infusion) pump sent to bd for further investigation pr (B)(4).

Manufacturer narrative:
The patient is a child. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The biomed also reported the event to (B)(6), and included the hospital biomedical investigation results with his report as follows in (B)(4): ¿suspected over-infusion incident: vancomycin IV was hung via piggy bag method via IV channel. Medication was programmed correctly (with volume 110 ml over 1 hour), however it infused much more quickly (the mini bag appeared almost finished after 15 mins of being hung). The IV channel was removed post administration. Lmbme investigation: root cause could not be determined. All tests on the pump have come back normal. The tubing was discarded from the incident. Lmbme could not rule out the following root causes: primary valve back-check valve failure (likely resulted in under-infusion);obstruction in door resulting in uncontrolled flow through pumping channel (over-infusion); tubing dimensional defect resulting in uncontrolled flow through pumping channel (over-infusion) pump sent to bd for further investigation (B)(4)."

Event description:
It was reported that a child¿s secondary infusion of vancomycin (110 ml vtbi) was expected to infuse over 1 hour and infused faster than expected in approximately 15 minutes on the pediatric intensive care unit. There was no patient harm. Although the pump was sequestered, the sets were discarded.